Event description:
A false positive advia centaur cp troponin ultra result was obtained for a patient sample. The physician questioned the result. Repeat testing was performed and the result was negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the information provided and instrument evaluation, the fse cleaned the luminometer and recalibrated the sample probe. The fse verified system is operational. No conclusion can be drawn. The qc was reviewed and was acceptable. The instrument is performing within specifications. No further evaluation of the device is required.